Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited high out of range shock impedance measurements. No other information was provided. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited high out of range shock impedance measurements. No other information was provided. No adverse patient effects were reported. Additional information was received that the gradual rise in shock lead impedance started in 2024. This patient is to undergo a device change out in the near future. Technical services (ts) discussed with the health care professional (hcp) the options including possible rv lead replacement at that time or that a subcutaneous implantable cardioverter defibrillator (s-ICD) is being considered as this patient is not pacemaker dependent.

Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited high out of range shock impedance measurements. No other information was provided. No adverse patient effects were reported. Additional information was received that the gradual rise in shock lead impedance started in 2024. This patient is to undergo a device change out in the near future. Technical services (ts) discussed with the health care professional (hcp) the options including possible rv lead replacement at that time or that a subcutaneous implantable cardioverter defibrillator (s-ICD) is being considered as this patient is not pacemaker dependent.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.